Event description:
It was reported that during a da vinci surgical procedure, it was observed that the cable was broken inside the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: the instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. The instrument's bipolar yaw pulley was broken. There was a broken piece at the yaw pulley are which measured roughly about 0.30 with a small burned area next to it most likely touched by another object. There was no sign of arcing. Failure analysis concluded that the broken yaw pulley may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.